Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope experienced a failed leak test during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: fiber breakage, frame is dent on the distal edge, dents and bent on outer tube, loose lg adaptor, cracks on all side of video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, since the device fails leak test is not problem found. And for the newly identified malfunction mentioned above, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.